Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: brand name: clik. Upn: m365sc43160. Model: sc-4316. Serial: n/a. Batch: 19393311. With all the available information, boston scientific concludes that the cause of the patient experiencing inadequate stimulation, ineffective therapy due to high impedances and undergoing a lead explant could not be confirmed. The lead was returned and device analysis was completed. The device was returned, and analyzed, however we were unable to confirm the as reported observations with testing of the lead. Visual inspection revealed that the lead was cleanly cut into three pieces approximately 68 cm from the proximal end of the lead and the paddle lead tail of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified aside from the clean cut. Based on all available information, engineers are not able to confirm the root cause of the event. The lead was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.

Event description:
It was reported that high impedances were noted on five contacts of the patients' spinal cord stimulator (scs) paddle lead and the patient lost coverage of the pain area. Reprogramming was attempted however it was no longer possible to cover the patients' pain area with the paddle lead. The patient underwent a revision procedure in which the paddle lead and the clik anchor were replaced, and is doing well post operatively.

Event description:
It was reported that high impedances were noted on five contacts of the patients' spinal cord stimulator (scs) paddle lead and the patient lost coverage of the pain area. Reprogramming was attempted however it was no longer possible to cover the patients' pain area with the paddle lead. The patient underwent a revision procedure in which the paddle lead and the clik anchor were replaced, and is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: brand name: clik, upn: m365sc43160, model: sc-4316, serial: n/a, batch: 19393311.